Manufacturer narrative:
Concomitant medical device(s): (cn: 180-11-56, sn: (B)(4)) nv crown cup clsr hl w/ha 56 group 3. (Cn: 164-01-12, sn: (B)(4)) element-stem, collarless w/ha, std offset, sz 12. (Cn: 142-32-00, sn: (B)(4)) cocr fem head 32mm +0 offset 12/14.

Event description:
Premature wear of polyethylene.